Event description:
A reported experiencing inaccurate high results with a surestep meter. In 2001; pt's blood glucose was 136 and 174 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.